Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿, however, an exact value was not provided. Reportedly, the cause for the reported issue was due to the cartridge running out of insulin as intended and not loading a new cartridge for an extended period of time. The customer changed the cartridge and infusion set, and delivered a correction bolus to address the high bg level. Subsequently, when the customer loaded the new cartridge, it leaked from the o-ring. The customer changed the cartridge to resolve the issue.